Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the exposed svc (superior vena cava) defibrillation coil had developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the patient's right ventricular (rv) lead was explanted and replaced for low impedance on the superior vena cava (svc) and right ventricular (rv) coils. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : analysis of the device memory indicated the impedances on the rv (right ventricular) defibrillation coil and svc (superior vena cava) defibrillation coil were beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Impedance on 2015-06-20, rv defib coil impedance measured less than 20 ohms and svc defib coil impedance measured less than 20 ohms. Sensing-sics since last session, beginning (B)(6) 2015, 92 ventricular sensing integrity counts (sic) occurred. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to a one-time occurrence of low impedance readings on both superior vena cava (svc) and right ventricular (rv) coils. The rv lead remains in use. No patient complications have been reported as a result of this event.